Manufacturer narrative:
Moog received back the pump and performed an evaluation. The results are as follows: for the complaint of overinfusion -- tests confirmed that the pump did not tend to overinfuse by more than the 5% range considered acceptable. The pump required a standard re-calibration to correct the problem, and was returned to the customer. For the complaint of no alarm -- the pump alarmed as specified during testing. Also, the patient history log from the pump shows the pump alarming at the time of the event. This complaint could not be confirmed.

Event description:
The customer's nurse, during chemotherapy treatment, set the pump to deliver 5.4 ml/hr of medication for 46 hours. The nurse noted the bag was empty at 40 hours. The pump did not alarm. Bag volume was 250 ml, and the amount of medication to be infused was also 250 ml. No injury to the patient was reported.